Manufacturer narrative:
D7a - single use device, h3, h6: updated. The suspect pump was returned for evaluation. Visual inspection was performed and was found that there was a delaminated downstream occlusion (dso) seal. The service history review was performed, and it was confirmed that there was no previous repair noted. Dso test was performed and it was found that the dso sensor was out of specification. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a delaminated dso seal which led to failure of calibration of dso sensor.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump presented an occlusion. There is a picture showing the pump provided by customer. The status of the pump at the event moment was after the infusion. There was no reported patient involvement or harm.